Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the lab inr result. The lab inr was drawn first and the pt was administered a heparin flush while at the lab. Within thirty (30) minutes the pt tested on the inratio at her home. Reportedly, the metet was not in the correct mode when finger stick was performed and the finger was touched to the sample well. There was no reported adverse pt sequela. There was no additional info provided.